Event description:
It was reported that pump displayed repeated malfunction alarms identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting replacement and planned to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and provided instructions for storage mode, pump return within 10 days, and setup of pump settings and continuous glucose monitor on replacement device.